Manufacturer narrative:
There was no reported malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this is an adverse event/mistreatment while treating with a varian device which may have contributed to a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer admitted to mistreatment. Customer used the "acquire all" setting on the treatment machine which overrode the planned gantry angle. The pt was treated with the ap mlc shape for 35 mu at 90 degrees instead of 180 degrees. The treatment was stopped before the complete 54 mu dose was delivered. This was the first day of treatment. No other fields were treated. A warning message appeared but was ignored. The physicist was notified and the physician will be consulted. No further treatment was given until the problem with the plan is resolved.